Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, beginning (B)(6) 2016 rv pacing impedance measured greater than 34018 ohms up from a trend of 983-1248 ohms. Since (B)(6) 2016 16777215 open circuit paces with 0 successful paces. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated,since (B)(6) 2016 right ventricular (rv) lead capture threshold consistently measured greater than 2.5 v.

Event description:
It was reported that the patient's lead had a fracture. The lead was reprogrammed and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.